Event description:
"She has been feeling "slight stinging/burn" at implant site when not treating the "last couple of weeks, but it has gotten better" "ankle seems swollen and yellow around incision" she has just seen her pcp who said the incision did not appear infected. I asked for photo to be sent to myself and to notify dr. Ferulic with concerns as well as a photo. I asked her to stop treating herself if the "stinging/burn" continues or experiencing any discomfort. "

Manufacturer narrative:
The patient reports a few uses of the device with a burning sensation at the incision site and extending up the leg, described as on-and-off during and after treatment. The program used and the treatment time of more than 30 minutes could be one of the causes. The pain, rated as a 3 on a 1-10 scale, is superficial, not deep in the ankle, and accompanied by tingling in the foot's sole during treatments. She denies any history of neuropathy. Following (B)(6), 30-minute sessions with suggested program seem working.